Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the echelon-10 micro catheter was returned for analysis. Upon visual inspection, the echelon-10 distal tip was found bent. The characteristic of the bent echelon-10 distal tip is consistent with tip shaping. The echelon-10 was found punctured at the proximal edge of the distal marker band. No issues or irregularities were found with the echelon-10 micro catheter hub. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿catheter puncture¿ was confirmed; however, the root cause could not be determined. It is possible the shaping of the echelon-10 distal tip or reported kink/damage on the distal part of the guidewire contributed to the event; however, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Ancillary device: 6f sofia guide catheter, synchro guidewire, axium prime coils

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil deployed out the side of the catheter near the tip through a hole. The coil was pulled back out and a new microcatheter was used. There was kink/damage on the distal part of the guidewire. The catheter was flushed as indicated in the IFU. No other issues, and no adverse reactions. The patient was undergoing coiling treatment. The access vessel was the m1, and the access vessel diameter was 3mm. It was noted the vessel tortuosity was moderate. There were no patient symptoms associated with the event. The devices were prepared as indicated in the IFU. Ancillary device: 6f sofia guide catheter, synchro guidewire, axium prime coils